Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed a defective power supply. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. The root cause is determined to be an electrical component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was that the versajet ii surgery console system could not be turned on, it was suspected to have an issue with the power supply unit. The ntfgh engineer checked it and there was no issue with the power cord. No injury occurred. The issue was solved with a backup device.